Event description:
It was reported that the wound drain broke during removal, and the pt was returned to surgery for removal of the indwelling drain portion. The pt had been connected to a continuous passive motion machine following knee replacement and approx 16 1/2 hours postoperative, the pt sat up in bed without assistance. This resulted in the IV tubing disconnecting from the evacuator. The evacuator leaked exudate and the dr told the nurse to reconnect the tubing to the evacuator to re-establish drainage. The cms machine also came off of the pt at this time, and the reconnected tubing remained attached to the evacuator. The next day when the dr was attempting to remove the wound drain, it broke at the surgical site leaving the majority of the drain inside the pt. X-ray confirmed the retained tubing was in the pt's left knee. The pt was taken to surgery to have the indwelling drain section removed. Since the system had been broken during use, a wound culture was also performed at this time, and results were negative for growth. No further complications were reported and the pt is currently doing fine.

Manufacturer narrative:
No sample or lot number info was provided for the co's eval. A review of the in-process controls for this component showed the qa performs random visual inspections to verify that there are no tears on drain holes and also performs break strength testing to verify tensile values meet specified requirements. As a finished good, qa performs random visual inspections for damaged components. A review of internal rejects did not show any rejects related to tensile values. All values within the last two years were above those specified. A review of the instructions for use showed the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drian removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks.